Event description:
A bipap a 30 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was present in the device event log in relation to (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds.). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. This device will be scrapped as per customer request. Additionally, the system board was recommended to be replaced due to an error code in relation to "defective eeprom" (for released software 2.3 and below) and "this alarm is generated if the blower pressure is >= cmh2o for >= 3 sec" (silver series).

Manufacturer narrative:
Previously reported by the manufacturer: a bipap a 30 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was present in the device event log in relation to (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds.). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. This device will be scrapped as per customer request. Additionally, the system board was recommended to be replaced due to an error code in relation to "defective eeprom" (for released software 2.3 and below) and "this alarm is generated if the blower pressure is >= cmh2o for >= 3 sec" (silver series). New information? Correction: a bipap a 30 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was present in the device event log in relation to (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds.). This issue has been identified under the fsca it 2092929 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. This device will be scrapped as per customer request. Additionally, the system board was recommended to be replaced due to an error code in relation to "the device was unable to write to the event log" and "the blower pressure is >= cmh2o for >= 3 sec" (silver series only).